Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, hemostasis was not achieved following the surgery. The cause of the reported hemoptysis remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
After a successful sensor implant the patient was hospitalized overnight due to right groin access site bleeding and discharged the next day.